Manufacturer narrative:
The suspect device was sent to olympus for evaluation. Inspection and testing confirmed the reported issue. Error code e224 was displayed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the error code and image issue occurred due to a faulty cable. However, a definitive root cause of the reported issue could not be identified. The cause of the faulty cable could not be determined. The device's instruction manual provides the following warning, which may help to prevent the issue: "do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device. In addition, the label on the rear cover was faded. Per the legal manufacturer, this device defects has no potential to cause or contribute to death or serious injury if the malfunction were to recur.

Event description:
The customer reported that, during reprocessing, there was an image problem and communication error for the subject device. There was no patient harm associated with the event.